Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 153 mg/dl at the time of the incident. During troubleshooting, the customer did not changed the infusion set and reservoir. The customer indicated the drive support cap was not mentioned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returning for analysis.